Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00008. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4). This is report number 20 out of 20 reports that are being submitted as initial individual mdrs. (B)(6). Device evaluation: the plunger and pushrod was observed in advanced position. Residues of lubricant material was observed on cartridge. No damaged was observed to the cartridge. The lens returned outside the preloaded device. No defect was observed to the lens and to the device. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported issues with a pcb00. Defective lens, customer mentioned when the lens reached the edge of the cartridge it did not come out, it was stuck. Also, lens was scratched. No patient involvement reported. No further information provided.